Event description:
It was reported that the subject device had an error 433 and that the error indicates an internal hardware failure and the device keeps rebooting. The were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a faulty relay board led to the malfunction. Olympus will continue to monitor field performance for this device.